Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The investigation revealed that on (B)(6) 2025 at 8:00 pm sg was 129 mg/dl, and no bg was entered. A review of the alert history did not reveal any high glucose alerts during the reported time as user's sg was at below 250 mg/dl. User did not seek medical treatment and resolved the event by administering insulin. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. During the review of the data, it was observed that there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user did not resume use of the system since 29 jan 2025, since there was a few days of sensor life left and she preferred to wait for the new insertion scheduled for the beginning of (B)(6). B4. Date of this report 28 april 2025. G3. Date received by the manufacturer? 28 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of a hyperglycemia event which the patient experienced on (B)(6) 2025, at 8 pm. The patient reported that the blood glucose (bg) value at the time of event was 400 mg/dl where the sensor glucose (sg) reading was 70 mg/dl. The patient did not receive any high glucose alert since the sg value never crossed above the high glucose alert threshold of 250 mg/dl. Patient self resolved the incident by taking insulin and did not require any medical attention.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.